Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The stapling devices were being used for the rectum resection. The patient had undergone radiation treatments so the tissue was very thick. The patient was also obese with a very narrow pelvis. The powered stapling handle broke due to the thickness of the rectum. The surgeon forced the trigger pushing intensively. There was also a problem unloading the powered stapling device. Seems as if the axis is outside the adapter due to the extreme force the surgeon did trying to place and fires the stapler with the reload. A component of the inner adapter axis broke off. Then tried to perform with resection using a manual stapling handle with another reload, but it did not work either. Then tried with a roticulator stapler, but the staple line was not continuous. Was not safe to use a circular stapler in order to perform the anastomosis. The surgeon decided to place a colostomy on the patient. The procedure was converted to a miles procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complements of staples. The proximal end of the reload adapter was broken off. Functional testing of the reloads could not be performed due to the damage to the adapters and articulation rod. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.